Event description:
It was reported that the patient was having difficulties in connecting the implantable pulse generator (ipg) to the charger and establishing communication between the ipg and the remote control. An x ray was taken and showed that the ipg was flipped. The patient underwent a pocket revision procedure and was doing well postoperatively. The device remains implanted in the patient and in use.